Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the powered handle froze and stopped during a case. The handle got stuck on the zone 1 screen. There was a 10-minute delay and the handle did not locked on tissue. Another handle was used to complete the case. There was no patient injury. Pli 10- medtronic's initial evaluation of the returned product found that the observed fatal error was due to a software restrictions on the capacity of the queue. This condition would cause the handle to stop operation and impact the handle either extra operatively or intra operatively.

Manufacturer narrative:
D10 concomitant product: sigpshell - sig power sigpshell control shell, lot# unknown unk-sigadapt - unknown signia egia adapter, serial# unknown unknown egia su - unknown endo gia sulu, lot# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted there were no abnormalities that would have caused or contributed to the reported condition. Functionally, the handle had 212 of 300 procedures remaining. A clamshell and adapter were connected to the returned device and calibrated successfully. The right green key button was noted to be unresponsive. The device was able to fire without issues on the a1 test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. The right green key switch was tested on an instron and did not meet specification. An analysis of the system data indicated that during the last clinical firing there was an error for the system queue being full. The handle queue filled up due to multiple button presses in short succession. This would result in the fatal error screen being displayed by the powered handle and would prompt the user to perform system reset as intended. It was reported that the display screen had an irregular output. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a fatal error caused by software restrictions on the queue. The most likely cause for the additional condition was traced to software coding. This issue may occur the handle to stop operation and impact the handle either extra operatively or intra operatively. Another unreported condition was identified: a switch was found to be nonfunctional. When the corresponding key was pressed, the handle didn't respond. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.